Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the plastic housing of the anvil side of the stapler was disengaged from the anvil. The loading unit displayed a full complement of staples and the interlock was set with no damage to the knife blade. The handle was reattached to the stapler and the single use loading unit (sulu) was reset for functional testing. The sulu and instrument were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, when the or scrub nurse passed the stapler, it broke into multiple pieces when attempted to pull the stapler out of the sterile plastic holder. The plastic molds fells off metal housing of stapler. The device never touched the patient. Another stapler was opened to complete the procedure. There was no patient injury.